Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia, the insulin pump was damaged and insulin pump received no delivery alarm. The customer¿s blood glucose was 500 mg/dl. The customer also reported scratches on the screen of insulin pump. Customer reports the drive support cap appears normal. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Troubleshooting was declined for high blood glucose. The customer was able to perform self test and it passed. The customer was also performed displacement test and got a no delivery alarm. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis and the reservoir will be returned for analysis.